Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an unknown procedure the top jaw of the expressew iii suture passer w/o hook is no longer closing. The complaint device was received and evaluated. Visual observations reveal the device is slightly worn, used but in expected condition. In addition, the upper jaw of the passer has been significantly deformed and loose, thus, it revealed that the jaws don¿t close normally contributing to the holding failure. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip with a suture. As a result, the needle was difficult to deploy when active the trigger. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually lose the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. For the upper jaw failure can be attribute when the device is constantly used that wears away, also, the metal from an excessive of wear begins to lose the shape. Also, the possible root cause for the device jammed could be an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales re that during an unknown procedure the top jaw of the expressew iii suture passer w/o hook was no longer closing. During in-house engineering evaluation, it was determined that the needle was difficult to deploy when the trigger was activated. Another device was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.